Event description:
It was reported by service report that the side rail latch was intermittent. The customer reports that they did not know if there was pt involvement or if there were adverse consequences to report.